Manufacturer narrative:
(B)(4). MDR 9610877-2016-00098 and 9610877-2016-00099 were submitted for the other patients involved in this event. (Exemption number e2015036).

Event description:
Pentax medical followed up with the customer on 06/10/2016 for additional information on the patient and reprocessing techniques/methods followed at the facility. A response from the facility was received on 06/13/2016 stating the patient did not report any symptoms of illness. In addition, the patient was recalled for further screening and will be further recalled for screening at six months and one year. The facility stated no adverse effects as a result of the event have been reported for this patient. In regards to reprocessing, the facility stated endochoice brand brushes are used for channel cleaning of the duodenoscope. The facility also stated the duodenoscope is cleaned both manually and high level disinfected in the (B)(4) advantage plus automated endoscope reprocessor. Repairs were performed on the duodenoscope, which included replacement of the following components: o-rings and seals; air/water tube; deflector operating wire; operation channel; adjusting collar; angle wire; bending rubber; segment attaching screw; distal case/cap; insertion flexible tube; segment assy attaching screw; rl pulley assy; ud pulley assy; spacer; channel retaining coil; root brace rubber; rl friction drum; rl lock base unit; rl lock rotating disk; eog valve assy; eog valve tightening screw imp-1. The duodenoscope was shipped to the customer on 06/09/2016.

Manufacturer narrative:
(B)(4). MDR 9610877-2016-00098 and 9610877-2016-00099 are being submitted for the other patients involved in this event. (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating a boston scientific pancreatic stent was expelled from video duodenoscope model ed-3490tk/serial (B)(4) during reprocessing (i.e. Brushing). The facility stated a stent was not used in the current case. The facility also stated that "it was not realized that the stent had become unaccounted for" after a previous aborted stent placing procedure involving another patient and "remained in scope even after reprocessing 3 times until it fell out and it was traced back to patient." According to the facility, 3 patient procedures were performed with the stent lodged in the duodenoscope. Pentax medical spoke with the initial reporter on 05/06/2016 who confirmed 3 consecutive patient procedures were performed after the previous aborted stent placing procedure. The initial reporter also confirmed no resistance was encountered during reprocessing of the duodenoscope between procedures nor during use of the biopsy channel during the procedures. The duodenoscope was returned to pentax medical for evaluation. The inspectional findings included: -a cut on the insertion tube at stage 1. -a scratched lightguide prong cover glass set. -excess glue at the distal end of the primary operation channel. -dry/wet leak tests passed. -dent in the umbilical cable. -bending rubber glue pinhole. -umbilical cable single buckled under pve root brace. -remote control button case and case lid scratched. -light carrying bundle distal cover glass middle chipped . -eto vent valve attaching screw broken. -primary mild scratch inside the operation channel. -segment has mild crush. In addition, the duodenoscope was inspected for the presence of any stent or stent fragments and none were found. The duodenoscope is currently at pentax medical undergoing repairs. Pentax medical is currently investigating this event.

Manufacturer narrative:
(B)(4). MDR 9610877-2016-00098 and 9610877-2016-00099 are being submitted for the other patients involved in this event. (Exemption number e2015036).

Event description:
On (B)(6) 2016, a review of device history was performed confirming this scope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. The root cause of this complaint is unknown. During (B)(6) 2016, pentax issued an ed-3490tk operation IFU addendum as part of a field action which instructs users to ensure all operational, cleaning and therapeutic accessories are intact and accounted for after use. Since no further information regarding this event has been received from the facility, pentax medical closed the investigation on (B)(6) 2017 and considers this medwatch report closed.